Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro 2 was pulled out from patient's right leg by physician's assistant. One plastic guard from inside hemopro jaw found to be missing. Physician's assistant re-entered right leg with scope to look for plastic gaurd without success. New hemopro given to physician's assistant to continue vein harvest part of procedure. After vein harvest completed, physician's assistant took another look down right leg for plastic gaurd without success. Since the original report, the missing piece described has been found. Upon cleaning up the sterile back table, it was found laying on the table. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/23/2022. An investigation was conducted on 10/04/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cannula handle, cannula, c-ring, jaws, and heater wire. Evidence of charred material was observed on the heater wire. The c-ring was observed to be intact with no visual defects observed. A microscopic inspection was conducted. The clear silicone insulation of the cold jaw was observed to be entirely peeled off the cold jaw and missing. The detached silicone of the cold jaw was returned and was observed to be taped to the harvesting device handle. The insulation of the hot jaw and heater wire were observed to be intact with no visual defects observed. Based on the returned condition of the device and the investigation results, the reported failure "peeled; jaw" was confirmed. The lot # 3000243449 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.